Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. No further investigation is required.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a procedure, the fast-fix 360 curved needle delivery system failed to deploy t2. T1 was cut-free and removed from the joint. As there was another fast-fix back-up device available to complete the procedure, neither patient injuries nor significant delay time have been disclosed.